Event description:
Healthcare professional reported through company representative "pain, volume increase, deformity, capsular contracture baker grade ii-iii and calcifications". Nsaids were prescribed as treatment. Distributor later reported on behalf of the healthcare professional "documentation shows a leak". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date of "january 2025".

Event description:
Healthcare professional reported through company representative "pain, volume increase, deformity, capsular contracture baker grade ii-iii and calcifications". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Continued: e1- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.